Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at adapter tubing junction on (B)(6) 2025, a nurse administered a closed-system intravenous catheter to a patient. During the procedure, the nurse discovered air leakage from the catheter's seal. A new catheter was replaced, resulting in a second puncture for the patient. The distributor was notified, and the batch was replaced.